Event description:
Boston scientific received information that this left ventricular (lv) lead has pulled back into the right atrium (ra). The health care professional (hcp) wanted to verify if lv pacing was programmed off and inquired how to program the persistent lv pace markers. Boston scientific technical services (ts) discussed the parameters for programming. Attempts to obtain additional information were unsuccessful. At this time, the lv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.